Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient reported that about a month and a half ago they noticed the ins was moving all over the place and was getting worse. The patient said the ins had "come up to the skin" and it moved if they sat up in bed or put on pants. The patient added that they could feel the ins trying to flip when they lie down in bed, and if they scoot to the side, they could feel the ins moving toward their spine. The patient said their healthcare provider(hcp) will be replacing the ins. The patient mentioned that their hcp used to implant the ins in their fat, but they didn't know where the hcp will implant the next hcp due to the weight loss. Agent documented reported event and redirected patient their hcp to further address the issue.